Manufacturer narrative:
Report as per request from FDA medwatch program "this is to bring to your attention that we are in receipt of several supplement reports submitted by coopersurgical, inc., please be informed that there is no record of initial report submissions in emdr system. It appears that follow-up #1 could be actual initial report but may have been erroneously submitted as follow-up in error. Kindly verify the supplement reports listed below and resubmit follow-up #1 report as initial report electronically through esg webtrader by checking only "initial" box and advise when complete."

Event description:
Ref e-complaint (B)(4). Retrospective review - reference repair log number (B)(4). Per repair authorization form: "while in use seems like unit will stop depressing footswitch. It will start normally but stops or cuts out ".